Event description:
Covidien received info stating the an 840 ventilator had a blank display. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.